Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the hiv duo elecsys e2g 300 v2 assay and the analyzer were performing within specifications. A review of calibration, quality control, and proficiency testing data confirmed all results were within expected ranges. The investigation identified the issue to be sample-related, attributed to the patient taking multiple medications and the short duration of hiv exposure. An abnormal aspiration error noted in the instrument's alarm trace further suggested potential sample quality issues. The patient history indicated prior hiv exposure and ongoing cancer treatment, which may have contributed to the observed results. Per the assay's method sheet, repeatedly reactive samples require confirmatory testing. The issue was resolved by the customer performing confirmation testing, and no further actions were deemed necessary. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false-positive result with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit for a single patient sample. The result was questioned by a physician, as the same sample tested non-reactive on a biorad bioplex analyzer. The initial test on the cobas e 801 analytical unit yielded the following results: hiv duo - reactive (1.71 coi), hiv-a - reactive (1.69 coi), and hiv-ag - non-reactive (0.22 coi). The sample was tested from a primary tube. A repeat test on the same system produced consistent results: hiv duo - reactive (1.71 coi), hiv-a - reactive (1.69 coi), and hiv-ag - non-reactive (0.25 coi). The bioplex analyzer results for the same sample were non-reactive for hiv-1 antibody, hiv-2 antibody, and hiv-1 antigen (p24). The patient sample was recollected on (B)(6) 2023 and tested at two external laboratories. At the seattle site, the hiv duo assay was reactive (coi results not provided), while screen/differentiation testing yielded non-reactive results for hiv-1/2 antibody/antigen screen, hiv-1 antibody, hiv-1 antigen (p24), and hiv-2 antibody. Viral load testing at both the seattle site and the phrl in palo alto was non-reactive. The results were reported to the state, and the customer typically sends reactive results for confirmation by a reference laboratory.